Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H11: investigation summary: the complaint pr (B)(4) has been evaluated. The batch 6005583 in question was manufactured at the reynosa site. The complaint pr. (B)(4) has been evaluated. The batch 6004389 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to idd pmc11.07" complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004389 was manufactured according to the work instruction version 108 manufactured in the linea 3, on 28/nov/2024, with a total of 29,400 units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "adhesive patch lifts or detaches during use" and lot 6004836 and no other one complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, 8 complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (mqr) procedure

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 13-june-2024.the event occurred within less than 24 hours of insertion. The blood glucose level was 137mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.